Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor coupling with recharging. The patient¿s implant battery was blinking the first ¼ charge and her implantable neurostimulator shows off. The patient was trying to charge but could not get coupling boxes filled in since she got it. It was reviewed that the patient¿s stimulation is off because the implantable neurostimulator battery is too low. It was also confirmed that the patient is charging, but slowly because coupling boxes are empty. The patient mentioned that she has a hard time getting the boxes filled in. She has not charged in a while because she has been busy, and she thinks that she needs a jumpstart. It was reviewed that this was likely not necessary as they were still able to connect the implantable neurostimulator recharger to the implantable neurostimulator. The patient had moved the antenna around before trying to troubleshoot further; however, it did not help. When the patient tried at the time of the report, they were able to get 4 boxes after repositioning the antenna over the implantable neurostimulator; however, shortly after, she lost the boxes again. The patient moved it around some more and got 2 boxes. The patient mentioned that she does not use the belt because she finds it annoying. An antenna locate session resolved the issue and she was getting 6-8 coupling boxes. The patient mentioned that the implant was not put in a great spot. She sleeps on her back and she thin ks that the implantable neurostimulator moved a lot. There were no further complications reported or anticipated.